Event description:
It was reported that after treating an in-stent restenosis in the proximal lad, the centering catheter could not be advanced through the pre-existing stent. The guiding catheter was deep-seated in the left main and another attempt was made to advance the centering catheter; however, it was not able to be advanced through the left main artery. After the catheter was removed, a dissection was noted in the left main artery, which was treated with another stent.